Event description:
While ventilator was connected to intubated pt, ventilator failed to cycle with a complete shutdown (blank instrument face and "vent inop" display). No fluctuation of line pressure or power failure present. Machine immediately taken off pt with bag - ett ventilation initiated. Immediately reported to representative/distributor. This was a witnessed event.